Event description:
Customer reported the monitors flicker then workstation reboots itself. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply and cable. System operates as intended. This MDR is related to ge healthcare complaint number.